Manufacturer narrative:
The company service representative examined the system and replaced a nonconforming baseboard printed circuit board (pcb). The system was then tested and met all product specifications. The system was manufactured on august 31, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed a nonconforming baseboard printed circuit board (pcb). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the system shut down suddenly. The case was completed. There was no patient harm.